Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2018 with the following findings: a review of the black box showed evidence of unexplained power on reset events. The pump powered up with the returned battery cap. The battery cap measured within specifications. The battery cap was unable to fully tighten and the cap threads were damaged. The battery compartment was cracked from the thread area to the case seal and below the grip pad. The battery compartment threads were damaged. No evidence of moisture contamination was found inside the battery compartment. A 24 hour basal program was run with the returned battery cap. No reboots, power losses, or call service alarms were duplicated. The pump case was removed to find evidence of moisture contamination inside the pump on the motor boost circuit components. The alleged intermittent power event was not duplicated during investigation.